Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of the implant procedure, the implantable cardiac monitor (icm) detected false pause episodes due to loss of contact, suspected to be due to the device not being set in the pocket yet. The device remains in use. No patient complications have been reported as a result of this event.